Event description:
Procedure: low ant resect double staple. According to the reporter: the surgeon felt some resistance during firing but transected the tissue. Bleeding from the rectal stump occurred (less than 200cc). The surgeon over sewed and used cautery for hemostasis but bleeding did not stop. The circular stapler was inserted for anastomosis but it opened the staple line fired with ta. The surgeon manually sutured the site.

Manufacturer narrative:
Date report submitted: january 1, 2008.